Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered rmv stent was to be implanted in the common bile duct to treat a benign post liver transplant anastomotic stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. The patient's anatomy was not tortuous and was slightly dilated prior to stent placement. During the procedure, the stent was deployed; however, the stent moved out of its position and migrated below the stricture. The stent was removed with forceps and a different size wallflex biliary stent was used to complete the procedure. There were no patient complications as a result of this event. Note: it was reported that there was no malignancy in the intended anatomy. Per the instructions for use (IFU), "the wallflex biliary rx fully covered stent system rmv is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for indwell up to 12 months in the treatment of benign biliary strictures secondary to chronic pancreatitis." The stent is not indicated for an anatomy with no malignancy.